Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection of the device found a portion of the insulation coating to be missing from the distal tip of the electrode. The tip of the device is burnt and decomposed from excessive heat. Based on the condition of the returned device it appears as if the customer may have damaged the insulation coating by un-intended contact with another instrument; leading to a dielectric failure of the insulation. This is a technique dependent device. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A two-year review of complaint history revealed 12 other similar complaints for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4) percent, if all complaints were confirmed. The instructions for use advises the user of the following. Lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. Do not bury electrode tip and insulator in tissue. The electrode tip must be surrounded by conductive fluid when activated in order to avoid damage to the insulation. Do not pry or pull tissue using the device. Insulation may be damaged. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and the adjacent metal object may result in product damage or patient and/or personnel injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The user facility reported that towards the end of a shoulder ask procedure, the doctor noticed the tip of the ia-2000-s ablator was burnt. The procedure was completed with an alternate ablator and no surgical delays. No patient injury was reported. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.